Manufacturer narrative:
Related MFR #2916596-2021-05370 (prior mucosal bleed on (B)(6) 2021). Related MFR #2916596-2023-00693 (prior mucosal bleed on (B)(6) 2021). Related MFR #2916596-2023-00717 (prior mucosal bleed on (B)(6) 2021). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital with hematocrit level of 21, a decrease of 30% from their last reading on (B)(6) 2021 at 0812 of 30 hct. The patient received at least 2 units of packed red blood cells (prbcs) on (B)(6) 2021 at 1919 and 2031, as well as one on (B)(6) 2021 1419. The patient underwent a heart transplant after being listed as a status 3 under the criteria of mcsd with mucosal bleeding. They had been hospitalized 3 times prior for mucosal bleeding.

Manufacturer narrative:
Manufacturer's investigation conclusion. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported bleeding could not be conclusively established through this evaluation. The account reported that patient underwent a heart transplant as a status 3 under the criteria of mechanical circulatory support devices (mcsd) with mucosal bleeding. The device was explanted but will not be returned for evaluation. The device operated as expected. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.